Event description:
Autosuture was being used on cervical cuff during vaginal hysterectomy. Suture line failed. Outcome was the surgeon had to use suture/needle to close the defect. No adverse impact on patient outcome.